Event description:
During a splenectomy, after receiving an unknown error code, the blade tip was found to be broken off inside the patient. Due to an unrelated issue, the doctor chose to convert to open and the blade tip was retrieved.